Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date 09/2020). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment for stenosis in iliac graft, the endovascular stent graft allegedly failed to deploy even after applying force. Reportedly, the device was removed without issue from the patient. Another endovascular stent graft catheter was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: based on the information available and the investigation performed, there is no indication that the product failed to meet its specification prior to shipment. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. No additional complaint has been reported for this lot number previously. Investigation summary: the stent graft delivery system was returned for evaluation. Based on the condition of the sample the reported issue could be confirmed. The stent graft was found partially deployed and the outer sheath was found elongated and fractured, which indicated that increased friction occurred during the deployment attempt. No indication for a manufacturing related cause was found. Based on the information available and the evaluation of the sample returned, a definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states that 'prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment.' Regarding the anatomy of the placement site the IFU states: 'the safety and effectiveness of the device when placed across a tight bend (...) Has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure'. Furthermore, the IFU states: 'if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device.'

Event description:
It was reported that during treatment for stenosis in iliac graft, the endovascular stent graft allegedly failed to deploy even after applying force. Reportedly, the device was removed without issue from the patient. Another endovascular stent graft catheter was used to complete the procedure. There was no reported patient injury.